Event description:
N/a.

Manufacturer narrative:
H6: medical device problem code: removed code 1562. All available information was investigated, and the reported leaking and cracked clip introducer was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported cracked clip introducer luer was likely due to environmental stress cracking (esc) and is not indicative of a product issue. The reported leaking clip introducer was due to the reported cracked clip introducer luer. The reported air embolism was a cascading effect of the reported leaking clip introducer. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and prolapsed posterior leaflet (pml). A steerable guide catheter (sgc) and a mitraclip xtw were prepared per the instructions for use (IFU). A mitraclip xtw clip delivery system (cds) was inserted into the sgc. However, while inserting the introducer, a leak was observed at the flush port of the sgc. Micro bubbles were observed in the patient anatomy. It was noted that there was no large amount of air in the anatomy. Aspiration was performed to remove the air. The cds was safely removed from the patient. While outside the patient, the cds was examined, and it was observed that the side tube of the introducer was cracked. Another mitraclip was inserted and deployed, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.